Event description:
When gantry was rotated to lateral position the block tray was moving 7 mm from cross-hair center, there was play found in both accelerator tray to collimator face and also play found in block tray holder due to the spring pin in the block tray. This was corrected by removing spring pins and adding material to the block tray release arm (silver solder). Then rptr remachined release arm to reduce play; the end rail plates on accelerator tray were also shimmed to reduce play in accelerator tray to collimator face.this info was submitted as f/u on 1/25/94: the concern here is that there was no warning from co. Recommendations: 1) further eval of engineering design, 2) warning to other users, 3) possible recall and repair to prevent further problems and 4) weekly quality control check of blocks for displacement due to their own weight. Ce.